Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter present inside the nozzle. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the scope communication error e216 and b30 is due to defects inside the scope connector or faulty contacts, and for additional malfunction foreign material present inside the nozzle cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error e216 and b30. The event occurred during inspection for use. There were no reports of patient involvement.